Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported impact on the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.